Event description:
Customer measured glucose with his up & up meter. First reading: 145 mg/dl, one minute later value was 225 mg/dl. Customer treated with medication and became hypoglycemic. No hospitalization required.

Manufacturer narrative:
Replacement meter sent to customer within 24 hours. Meter not returned for evaluation. Patient did not require hospitalization. If additional information becomes available a follow up report will be submitted.